Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon burst occurred. Vascular access was obtained via left radial vein. The 90% stenosed target lesion was located in the severely calcified left radial vein. After a 4f sheath was inserted, contrast imaging was performed. A 0.018 inch non-bsc guide wire crossed the lesion, and a 5.0mmx40mmx40cm sterling¿ balloon catheter was advanced for pre-dilation. However, during first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was competed with a 6mmx4cm non-bsc balloon catheter with sufficient dilatation. No patient complications were reported and the patient's status was stable.